Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Based on the evidence available the reported condition was not confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic sleeve gastrectomy procedure, the instrument would not cycle through as it would not pass the basic safety check. The device was not able to fire. They opened a new instrument to perform the procedure. The device was not applied to tissue. No patient adverse events are reported. Current patient status is alive with no injury.